Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The blood glucose levels were 43 mg/dl to 145mg/dl. The customer also reported that the needle was fractured inside the body. The customer stated that the sensor was broken. The customer did not receive any medical assistance for needle in the body. The sensor will be returned for analysis.